Manufacturer narrative:
Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
Surgeon notified on a case that possibly needed a revision surgery. The surgery was done a few years back using stryker implants. The reason on the revision surgery needed possibly due to aseptic loosening.

Manufacturer narrative:
Reported event: an event regarding loosening involving an exeter stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment:a review of the provided medical records by a clinical consultant stated the following comment: (B)(4) which is from (B)(6) and represents a male patient, dob on (B)(6) 1946 whose date of explantation is listed as on (B)(6) 2014. The event description states: "first revision surgery in 2014, second revision surgery, to be scheduled soon, no product information, first surgery in 2010, possibly due to septic loosening." Undated implant labels: 2.0 dall-miles stainless steel cable sleeve set; 52e trident psl ha cluster acetabular shell; 36/10 degree x3 insert; 1 screw; #3 240/v40 exeter cemented long stem; 36/-5 v40 lfit head, medium universal cement restrictor. No clinical or pmh, no patient demographics, no operative reports, no imaging studies, no examination of explanted components. Based upon the information provided, neither confirmation of the event description nor preparation of a medical report is possible for this case. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the event could not be determined because insufficient information was provided. Further information such as return of the device, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text: device not returned.

Event description:
Surgeon notified on a case that possibly needed a revision surgery. The surgery was done a few years back using stryker implants. The reason on the revision surgery needed possibly due to aseptic loosening.

Manufacturer narrative:
Reported event: an event regarding loosening involving an exeter stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: re pi - addendum. This addendum to my report of (B)(6) 2021 includes review of the following additional documentation for this case from malaysia. (B)(6) 2021 lateral x-ray left hip: hybrid long stem tha, distal stem not visualized, reduced, greater trochanteric non-union with loose cable in fracture site. (B)(6) 2021 implant labels: rest. Mod. Stem 195/21, 21/+30 v40 module, 36/+5 v40 lfit head, 36/10 degree x3 insert, 1 screw, 4 dall-miles cable sets, 2 trochanteric grip plates, 52 trident psl ha cluster shell. Undated labels: #3 exeter cemented long stem, cement restrictor, 35/-5 v40 lfit head, 36/10 degree x3 insert, 1 screw. No revision operative report, no dated serial x-rays, no examination of explanted components. Based upon this additional documentation, neither confirmation of the event description nor preparation of a medical report is possible for this case. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: a review of the provided medical records by a clinical consultant indicated: based upon this additional documentation, neither confirmation of the event description nor preparation of a medical report is possible for this case. Further information such as return of the device, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Surgeon notified on a case that possibly needed a revision surgery. The surgery was done a few years back using stryker implants. The reason on the revision surgery needed possibly due to aseptic loosening. Per information requested response: "the cable sleeve was broken prior to surgery. Doctors suspected the cable failure."